Event description:
The pt under went a laparoscopy with lysis of adhesions. The device was used for access. The pt returned to surgery on 09/00 and 2 days later for bleeding. On the same day, liver rent was identified and repaired. Pt expired on 10/12/00.